Event description:
It was reported that during pulse generator repositioning, the lead exhibited an insulation anomaly and was capped and replaced. The patient experienced pocket stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.